Manufacturer narrative:
Evaluation: service pending.

Event description:
The customer reported that the ventilator shut down while on patient. There was no patient harm reported by the customer. The manufacturer service technician inspected and evaluated the device, but could not duplicate the reported problem. The service tech review the diagnostic log, but didn't find any errors that will indicate that the unit shuts down. The device is undergoing evaluation with service pending.